Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
There is blood leakage in polyflux 14s, rupture in blood compartment, during treatment. As blood loss made pt situation serious, pt had a blood transfusion. Extracorporeal blood volume not returned to pt, improper fluid balance. Approximate blood loss 180ml.